Manufacturer narrative:
Received one 131318a in unoriginal package. Lot number was not verified. Performed a visual inspection, the top of the electrode seemed burned. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended. In addition, the photographs provided from the evaluation, it was determined that the electrode tip was not a conmed device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. These devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 131318a, goldline, button, hols, u/c, nsb ¿was faulty and caused a burn to a patient.¿ further assessment has been sent; however, no new information has been obtained. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 131318a, goldline,button,hols,u/c,nsb ¿was faulty and caused a burn to a patient.¿ further assessment has been sent; however, no new information has been obtained. This report is being raised on the basis of injury due to unknown degree of burn.